Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right femoral artery using a 6f 45cm non bsc introducer sheath. The 99% stenosed target lesion was a focal lesion located in the moderately tortuous and moderately calcified left superficial femoral artery. After crossing the lesion with a 300cm non bsc guide wire, another non bsc balloon catheter was used for pre dilatation. A 5.0mmx40mmx135cm sterling balloon catheter was advanced for post dilation however, on the first inflation at 14 atmospheres, the balloon ruptured. Dissection did not occur. The procedure was completed with this device. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).